Event description:
It was reported that during field action getinge stm found that the cardiosave intra aortic balloon pump (iabp) had a frozen display. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Manufacturer narrative:
Corrected fields: h6- medical device problem code. Updated fields: b4, d9, g3, g6, h2, h3, h6-(type of investigation, investigation findings, investigation conclusion, component code) and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the front end board and exorcised unit to no fail. The defective part was send back to the failure analysis and testing dept for further evaluation. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received part with a reported unit failure of the display freezing and unit locking up. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a